Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the serter was not releasing the sensor and the needle hub was stuck in the serter. Customer's blood glucose was 294 mg/dl at the time of the incident. Customer reported that last week she had issues where 2 sensors that were inserted were hurting and she had blood down her leg. Customer stated that the sensor did penetrate her skin but the serter did not release the sensor and the needle hub was stuck inside of the serter. Customer was advised to return the serter and that the serter will be replaced. Customer stated that her blood glucose was running in the 600's mg/dl because she had a spine infection and had to have spine surgery.